Manufacturer narrative:
Manufacturing site: (B)(4).

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that this malfunction was related to the device quality but was associated with his procedural technique. The patient was hemodynamically fine and discharged two days after the procedure. The returned catheter had its entire tip missing. Circumferential scratches were found on the outermost polymer layer of the distal catheter shaft. At the tip breakage site, fractured underlying braids and innermost polymer layer were gathered towards the center of the catheter lumen as if those were clogging the lumen. The tip broke off due to twisting and pulling force at the border between the catheter shaft and tip; the missing tip was approximately 5 mm in length. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that rotational force exceeding the product design limit might be applied to the catheter while the catheter tip was trapped by the heavily calcified lesion. The excess torsion led the tip to be twisted and broke. The tip was eventually became separated by pulling force applied along the catheter removal. There was no indication of product deficiency. Instructions for use states that: - [contraindications] do not use this microcatheter in advanced calcified lesion; - [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); - [warnings] do not insert or withdraw this microcatheter into or through stent struts; - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
During a pci for a heavily calcified 99% stenosis in the lcx #11-14, a guidewire crossed the lesion but a penetration catheter could not be advanced farther than #13. After a scoring balloon catheter was expanded at the #11, a small-diameter balloon catheter was delivered but failed to cross. Then the subject catheter was delivered but stopped at the #13. The physician pushed and torqued the catheter in order to advance it farther; it got stuck in the vessel. The tip of catheter was found separated in the vessel when it was withdrawn from the vasculature. Unsuccessful attempts were made to retrieve the separated tip. The physician decide to leave the tip as is. A stent was deployed at the lesion. The pci was completed with reestablished blood flow.